Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. Per service reports, this complaint can be confirmed. During the service evaluation the following defects were identified: outer tube damaged, dent(s), bent/dented. Distal tip damaged, distal tip has deposits. Optical system, optical components - broken lenses in optical system. Minor scratches on the unit. The defective parts were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Event description:
It was reported by the customer that during an unknown arthroscopic surgery on (B)(6)2021, it was observed that the hd epscp,4.0,30,167,mitek endoscope device had scratches on the lens. During in-house engineering evaluation, it was determined that the device had deposits on its distal tip and broken lenses in its optical system. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.